Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the complaint about: "insufficient stimulation" could not be confirmed; the lead was returned incomplete and no functional testing was performed. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2007, the patient was implanted with an scs system. The patient complained to the physician of insufficient stimulation. Ipg communication and diagnostic impedances were within specification and x-ray showed that the lead hadn't migrated and that all connections were intact. The lead was explanted on (B) (6) 2010.